Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: b5, d4, e1, h6. Through additional follow ups with the end user, it was identified that this is a duplicate complaint. An incorrect device serial number was initially provided to us. The correct serial number was provided to us on a new claim with updated information, which was correctly reported under medwatch no. 1220908-2026-00326. The initial report was submitted to the FDA on (B)(6) 2026. The supplemental report was submitted to the FDA on (B)(6) 2026. Please refer to the supplemental medwatch no. 1220908-2026-00326 for results of the investigation findings submitted on (B)(6) 2026.

Event description:
Through additional follow ups with the end user, it was identified that this is a duplicate complaint. An incorrect device serial number was initially provided to us. The correct serial number was provided to us on a new claim with updated information, which was correctly reported under medwatch no. 1220908-2026-00326. The initial report was submitted to the FDA on (B)(6) 2026. The supplemental report was submitted to the FDA on (B)(6) 2026.